Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Caller reported the customer received a sensor scan result of 328 mg/dl and self-treated with insulin (dose/type unknown) based on the reading. Customer subsequently experienced symptoms described as sweating and "sea sickness" and was incapable of self-treating so his wife treated him with food. No further treatment was reported. There was no report of death or permanent injury associated with this event.